Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient saw the "replace generator soon" message on their patient controller, indicating that while the device was providing therapy, it was nearing its end of life. A manufacturer representative interrogated the system and confirmed the issue. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.